Manufacturer narrative:
Investigation summary: 1 sample was returned by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with glycerin. The set was successfully primed. The customer complaint that there were several reports during the week of the product not priming past the 1.2 micron filter could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2202-0007 lot number 20096797 was performed. The search showed that a total of 34563 units in 1 lot number was built on 22sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 1.2m wouldn't prime past the 1.2 micron filter due to flow issues/blockage. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: several reports this week of the product below not priming past the 1.2 micron filter.